Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer it was reported that the pump was infusing incorrectly. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation: the historical data of the device in question were extracted, and thus, the operational history of the equipment was evaluated. The user did not provide the date of the adverse event nor the programming that was in use. Therefore, we analyzed the last programming performed by the user, which occurred on (B)(6) 2024. We identified that the user programmed a flow rate of 60 ml/h and a volume of 30 ml, starting the infusion at 20:42 and stopping it for the last time at 21:03. We noted that it was possible to identify that the user stopped the infusion 14 times, as per the attached data. Additionally, it was possible to identify that the device activated the pressure alarm 12 times and that the total volume infused was 11.22 ml, which is consistent with the programming and actions taken by the user. There was no evidence of infusion error found in the usage history. Visual inspection of the equipment showed signs of use. The equipment was subjected to a functional performance test using the last programming performed by the user. The functional test results showed that the equipment is functioning correctly and precisely within its specifications, thus not confirming the complaint. All information has been recorded in a global customer complaint database and will be used for trend analysis.